Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) turned off by itself three times, twice while in use with a patient and after the battery had been replaced. It was noted that the epg was tested with three new batteries. A different epg was used for the patient. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies observed during bench testing. Analysis found the lower case was broken and the ring cover was contaminated.